Event description:
During a standard treatment the head of the handpiece heated up and burned the patient inside the cheek. The patient was prescribed an antibioticum and received ibuprofen. Two weeks after the incident the injury was almost fully healed.

Manufacturer narrative:
The analysis did show that the cage of the ball bearing on the push button side was completely destroyed. The residue of the cage wsa in form of abrasive dust visible in the ball bearing and the push button. This residue caused high friction in the bearing and finally the heat up of the head. Root cause is that the maintenance was not performed as requested and hence the bearing was running dry.